Manufacturer narrative:
(B)(4). (B)(4) - patient selection, per instructions for use, under precautions: do not deploy the clip in areas of calcified plaque. The customer reported the device was discarded. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. It was reported that there was mild calcification noted at the access site. The starclose instructions for use states: do not deploy the clip in areas of calcified plaque. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the mildly calcified left common femoral artery was attempted using a starclose se with a 6fr sheath, after a percutaneous coronary intervention (pci) procedure. Reportedly, the clip was deployed; however, it remained on the distal end of the device. The device could not be removed from the vessel. The access ports were used unsuccessfully. Force was used to remove the device. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.